Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the extracted nail was additional trauma from a fall. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 10/13/2016, that a sign im nail implanted on (B)(6) 2016 to repair a fracture had to be removed due to additional trauma. Surgeon comment: "on (B)(6) 2016, patient fell while crutch walking injuring femur with nail in it. ((B)(6) 2016) cerclage fx site, remove distal screws and apply immobilizer splint. In retrospection we should have placed nail retrograde initially. ((B)(6) 2016) removed nail and screws. Ex-fix applied and wound vac in lateral thigh incision."